Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the connector to the flush device was broken during set up before use. No further details were provided.